Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 092660 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 092660 were reviewed. This lot met the required release specifications. The customer returned the unused devices of the same kit lot. The devices were tested with the following internal whole blood control samples: (B)(6) and all results were as expected. Based on the information available in the case, it appears a malfunction may have occurred with one of the two conflicting alere determine hiv 1/2 ag/ab combo tests. The internal retention testing did not replicate the issue which indicated the device lot was performing as expected. A review of the complaints reported false positive or unconfirmed false positive related to lot number 092660 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ab result was reported on a serum sample tested with the alere determine hiv 1/2 ag/ab combo from an ob patient. The test was repeated with a different lot 094451 and obtained a (B)(6) result. No additional information was able to be obtained including if it was the same sample tested or the amount of time that elapsed between these tests. (B)(6) confirmation testing was not performed. Based on the information available, it appears a malfunction may have occurred with one of the two conflicting alere determine hiv 1/2 ag/ab combo tests. The patient treatment and patient outcome were unknown. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).